Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 407 mg/dl. Customer was treated with manual injection and current blood glucose was 312 mg/dl. Customer stated that insulin pump alarmed for insulin flow blocked. Customer declined troubleshoot for high blood glucose and insulin floe blocked alarm. Customer stated that insulin exited at quick release. Insulin pump will not be returned for analysis.